Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported that the device was not suspected to be faulty or to have malfunctioned.

Manufacturer narrative:
Concomitant products: product ID: 39286, product type: lead. Product ID: 39286, product type: lead. No device analysis was performed; the device met risk-based analysis criteria

Event description:
The health care provider (hcp) reported the device was removed due to staph aureus infection at the hardware site. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.